Manufacturer narrative:
The onyx cannot be returned, however medtronic will attempt to evaluate any onyx retained within the marathon catheter if possible. The cause of the reported event has not yet been determined at this time, but further investigation is ongoing, including a proposed inspection of the catheter and any of its contents. However, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from this event: 2029214-2017-00892.

Event description:
The user facility reported to medtronic that an avm (with sca supply) treatment onyx ¿seeped out¿ of this catheter due to what is interpreted to be a ¿micro hole¿ in the middle side. It was reported that the catheter ¿continued to split¿ and onyx embolized the anterior inferior cerebellar artery (aica), along the catheter to the superior cerebellar artery (sca) and in the basilar artery (ba). It was reported the basilar portion was retrieved with a stent retriever. It was further reported the patient exhibited left aphasia, with the gaze not aligning and a 6th and 7th nerve palsy post procedure. Medtronic has not yet had an opportunity to inspect the catheter or confirm the description of the rupture.